Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a transmitter failed error that occurred on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was returned for evaluation. The device passed exterior visual inspection. Global transmitter functional testing resulted in no failures. The reported fault could not be reproduced. The reported event could not be confirmed. A root cause could not be determined.